Event description:
Customer report states, we had already sent two power drivers to the manufacturer for complaint for the same reason in (B)(6) 2020 (g16694, g18340/tc# 20037017 + 20037018). The power driver lost power during use and sometimes stop in the middle of the application. This was also the case on (B)(6) 2020. Both power driver (ambulance and emergency medical vehicle) did not have enough power, the needle could only be turned in halfway. According to the IFU, the led of the power driver is permanently green when the switch is pressed and the power supply is sufficient. At 10% battery power, the led should flash red. However, this was never the case, not even during subsequent tests on the guard. In the above mentioned case, the patient was given peripheral venous access after all. This allowed venous administration of drugs and the patient was hospitalized with status post resuscitation.

Manufacturer narrative:
Qn# (B)(4). The DHR file is not available for review as no lot number was able to be provided. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in (B)(6) 2009 and is approximately 11.5 years old. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer report states, we had already sent two power drivers to the manufacturer for complaint for the same reason in may 2020 [g16694, g18340 / tc# (B)(4)]. The power driver lost power during use and sometimes stop in the middle of the application. This was also the case on (B)(6) 2020. Both power driver (ambulance and emergency medical vehicle) did not have enough power, the needle could only be turned in halfway. According to the IFU, the led of the power driver is permanently green when the switch is pressed and the power supply is sufficient. At 10% battery power, the led should flash red. However, this was never the case, not even during subsequent tests on the guard. In the above mentioned case, the patient was given peripheral venous access after all. This allowed venous administration of drugs and the patient was hospitalized with status post resuscitation.